Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Cuff was microscopically inspected, and it revealed folding and scaling on its backing. The tubing also showed wear down to the filament. Cuff passed leakage test. Pump was microscopically inspected, and it revealed that the tubing had scaling and was worn to the filament. Ms pump passed the leakage and functional tests. Balloon was microscopically inspected, and it revealed holes from fatigue inside scaling. Balloon did not pass the leakage test due to a tear from fatigue inside scaling. Based on the information available and analysis results, the leak identified in the balloon could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and a fluid leak at the balloon. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and a fluid leak at the balloon. The aus was explanted and replaced. There is no additional information reported.